Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-08933. (B)(6) clinical study. It was reported that angina and stent thrombosis occurred. In (B)(6) 2011, patient presented due to stable angina. Subsequently, coronary angiography and index procedure were performed. The target lesion was a de-novo bifurcated lesion extending from proximal left anterior descending (lad) up to mid lad with 90% stenosis, and was 40mm long with a reference vessel diameter of 3.5mm.. The lesion was treated with pre-dilatation and placement of 3.00x28mm and 3.50x28mm promus element drug eluting stents in an overlapped manner. Following post dilation, the residual stenosis was 5%. On the same day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with stable angina and was hospitalized. On the same day, patient's coronary angiography was performed and revealed with 100% in- stent thrombosis with total occlusion of previously placed 3.00x28mm and 3.50x28mm promus element study devices in the proximal lad to mid lad and was treated with cutting balloon-angioplasty and placement of a drug-eluting stent. Post treatment the residual stenosis was 0%.the following day, the event was considered to be resolved without residual effects and the patient was discharged on the same day.